Manufacturer narrative:
On 05-jul-2016, an fse was dispatched to the customer site to address the reported event. The fse ran the hand touch a/d diagnostic and values were good. The sample height detector is functioning properly, the switches are not sticking, the sample sensor 25 test passed. The fse ran the impasse test 3 times, values are stable and checked the ground cables on the level detection circuitry, they are tight. The fse ran the liquid sense diagnostic and changed the values slightly, the values are in range for the sample cup and for the tube. The fse adjusted positions at the diluent bottom and sample test cup slightly and ran the daily check, which passed, ran qc and in range for e2. Ran four patient samples, they recovered well compared to the morning run. No errors occurred during the runs. The fse could not duplicate the problem. The aia-360 analyzer was functioning as intended with all errors cleared. No further action required by the fse. The most probable cause of the reported event was due to possibly an air bubble in the samples, could not duplicate the problem. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report isbeing submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016, a customer reported error 2011 (intermittent air detect sample) with the aia-360 analyzer. The customer is unable to run bhcg, e2, prog and lh ii patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting bhcg, e2, prog and lh ii patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.